Event description:
Customer reported receiving a battery out limit alarm after a battery change. Customer stated that the batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 462 mg/dl and will be treating. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.